Event description:
It was reported that patient experienced intermittent pre-syncopal symptoms, fell, and had a bruise on the patient's face. The right ventricular lead had oversensing, intermittent capture at maximum output, high impedance, and noise could be produced with manipulation of the device pocket. The lead was thought to be fractured. The plan was to monitor the patient as the patient has a do not resuscitate order. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).